Event description:
It was reported that patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited loss of capture on the left ventricular (lv) channel which was noted during remote monitoring. Furthermore, the electrogram received revealed potential atrial oversensing. Technical services recommended further evaluation for pacing thresholds. This crt-p device currently remains in service. No adverse patient effects were reported.